Manufacturer narrative:
The logs for all the 41 ventilators have been received and an evaluation has been started. Further information surrounding the events has been sought. The requested information includes pts' information, identification of the ventilators and the exact time of events. Reference exemption #: (B)(4).

Event description:
Information was received stating that while the ventilators were connected to pts, the hospital experienced a gas supply failure. It was further stated that as a result 3 pts died. The hospital was 41 ventilators and has not identified the ventilator for each adverse event. Manufacturer reference#: (B)(4).